Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch: current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: ¿implants can loosen or migrate due to trauma or loss of fixation.¿

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent total hip arthroplasty on an unknown side on (B)(6) 2012. Subsequently, patient underwent a lengthening procedure on (B)(6) 2014 that was part of the intended use of the device as implant is supposed to extend as child grows. All procedures performed to date have been intended lengthening procedures. While it was noted that implant has loosened, this loosening is not causing any problems and there are no revisions scheduled.

Event description:
It was reported that patient underwent total hip arthroplasty on an unknown side on (B)(6) 2012. Subsequently, patient underwent a lengthening procedure on (B)(6) 2014 that was part of the intended use of the device. It was further reported that patient may undergo revision procedure as the custom femoral stem may be loose. There is no revision reported to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision may occur. Should additional information be received, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.